Event description:
It was reported that during an unknown procedure the clamp was opened and it was defective. It was impossible to use. The film covering the tip of the caliper unsticks.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2024 b3: event year only reported: 2024 . Additional information was requested and the following was obtained: did the white tissue pad break off? Yes is the white tissue pad completely missing from the clamp arm of the device? Yes did the fragments generated fell off inside the patient? No if so, what efforts were made to locate the pieces of the tissue pad during the procedure? N/a was there any change in the patient care as a result of this event? No did the patient experience any adverse consequences due to this issue? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot history records (x7014z) were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.